Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the elective procedure to replace this patient's device, this atrial lead was stuck in the device header and sustained damage. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.